Event description:
The account alleged that the bed exit shuts off after thirty seconds. No injury reported.

Manufacturer narrative:
The tech asked the account to check the bed exit board, or the power control module. No further info is available on the repair of the bed at this time.